Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous left anterior descending coronary artery. Resistance was noted during advancement of the xience alpine stent delivery system (sds), so the device was removed, without issue, from the anatomy. Upon removal, it was noted that the stent was dislocated on the balloon. There was no adverse patient effect or a clinically significant delay in procedure. Another stent was used successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, the investigation was unable to determine a conclusive cause for the reported stent dislodgement, as it could not be confirmed during return analysis testing. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.